Manufacturer narrative:
On 1-sep-2025, the device date of manufacture was received. As such, it has now been populated into field h4. Device manufacture date. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. A dilator and a good known lab sample catheter were introduced through the sheath, and no resistance was felt. No other issues were observed. A device history review was performed and no internal actions related to the reported complaint condition were identified. The resistance issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instruction for use contain the following recommendations: always observe acceptable hemodynamics prior to advancing the dilator or any other component; do not attempt to use a guidewire larger than 0.032 inches in diameter with the dialator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and it was folding into itself when trying to go transseptal. It was reported by the physician that the tip of the vizigo did not feel supported like it usually does. There was no damage noted on the sheath or the electrodes. The vizigo¿ sheath was replaced, and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
On 21-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Correction: on 8-oct-2025, it was noticed the manufacturing site information reported in section g. All manufacturers of the 3500a initial medwatch was incorrect. The correction should have been included in the 3500a supplemental (follow-up) medwatch #1, however, it was inadvertently missed. As such, all appropriate fields have now been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).